Event description:
A (B) (6) female was admitted to undergo robotic supra cervical hysterectomy. As reported during surgical procedure, surgeon noted scissors not opening. Device extracted from pt to examine, discovering one of the two tips was broken off. Missing part located and retrieved with no apparent injury to pt. MFR rep (B) (4) notified, issued (B) (4).